Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. A 182cm choice guide wire was used and it was noted that the distal end and the stiff segment portion of the wire was easily fractured.